Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed, confirming the reported event of a low audio output. The root cause was determined to be a defective speaker.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim low audio output on (B)(6) 2014, resulting in patient experiencing a low. Patient relayed while at a restaurant passed out. 911 was called and patient woke up in the hospital. Patient was not administered any medications, but was provided intravenous fluids and released a couple hours later. No further medical intervention or injuries were reported. Patient reports current condition as good.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Additionally, the data log was provided by the patient. The data was reviewed on (B)(4) 2014 and did not confirm the reported event of low audio output.